Manufacturer narrative:
Previous short to shield issue captured under manufacturer report #: 0002916596-2014-00807. Driveline repair for previous short to shield issue captured under manufacturer report #: 0002916596-2014-01005. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account requested 2 ungrounded patient cables due to a short to shield issue. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 1 of the heartmate ii lvas IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Unshielded patient cables were requested due to a short to shield. No further information was provided.